Manufacturer narrative:
Concomitant products: non-bd 500ml infusion bag lot 1081084 exp 2018-18; 10ml bd syringe of lipids; therapy date (B)(6) 2016. The customer¿s report of a leak at the connection to a mating component was not confirmed. Visual inspection showed no damages or other issues. Functional testing and pressure testing resulted in no leaking. The root cause of the leak was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a tpn leak was noticed in between the IV tubing and an unknown trifurcated extension set. There was no patient harm reported.